Manufacturer narrative:
No moisture damage was found inside the pump, and all buttons functioned properly. However, the pump had corroded keypad traces, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a cracked case at the reservoir tube window corner.

Event description:
It was reported that the customer's insulin pump had moisture under the display screen. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.